Manufacturer narrative:
Product analysis: the valve remains implanted and therefore, has not been returned to medtronic. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history review is in process, once the review is complete a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this melody valve exhibited three minor stent fractures via chest x-ray approximately 4.5 years post implant. The stent fractures were not seen at the follow-up visit one year ago and did not impact the hemodynamics of valve function. The valve remains implanted.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, a conclusive cause of the reported minor stent fractures noted 4.5 years after implant could not be determined. It was reported that the stent fractures were not seen at the follow-up visit one year ago and did not impact the hemodynamics of valve function. The valve remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.